Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of unsupported scope error e315 could not be determined. It is possible that water invaded the scope connector while the user was handling the device and caused an abnormality of the electronic parts to occur. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (error code e315) was confirmed. Additional evaluation findings were as follows: the distal end adhesive had an uneven edge, the light guide tube had delamination evident, the scope connector had water ingress, and the up/down angle was not to specification. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
An olympus engineer reported on behalf of the customer, that during inspection of an evis lucera elite colonovideoscope, there was an error code e315 displayed. The event occurred during maintenance. There was no patient or procedural involvement with the event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.